Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a "system error-out of service" message that was unable to be cleared by powering the device off and on. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed, which found that the encoder cover and patient head restraint bracket were damaged. The returned platform was unable to undergo initial functional testing as it displayed a "system error, out of service, revert to manual CPR" message, upon power up. No parts needed to be replaced to remedy the reported complaint, however the system error was cleared. Additional work completed not related to the reported complaint to ensure that the autopulse platform is functioning without issue: the encoder cover and patient head restraint bracket were both replaced. The customer's reported complaint that the platform displayed a "system error, out of service, revert to manual CPR" message was confirmed through initial functional testing. The root cause was unable to be determined. The platform underwent and passed all final functional testing.